Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk; item # unk, hip-unknown-cups-unk, lot #unk; item # unk, hip-unknown-stems-unk, lot #unk.

Event description:
It was reported a patient has been indicated for a revision due to liner wear. No revision has been reported to date. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-01439 x-ray review demonstrated that there was eccentric position of the femoral head laterally reflecting polyethylene liner wear. There appears to be extensive abnormal lucency in gruen zones 1 and 2 of the femoral component consistent with osteolysis and possibly a small focal lucency in gruen zone 7. Evaluation of the acetabular component is limited as noted without definite osteolysis. Reported event was confirmed by review of x-rays provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in the patient

Event description:
No further event information available at the time of this report.